Manufacturer narrative:
Upon further review, bd has determined that the event is cascading and was previously reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had been about a degree off which affected cooling and rewarming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had about a degree off, and which affected cooling and rewarming the patient.